Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's rv lead had been capped and replaced due to lead noise. The asymptomatic patient presented to the clinic after feeling the vibratory patient notifier. The noise was recorded in episodes of noise reversion and non-sustained v oversensing. Pacing inhibition was noted. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition and will continue to be followed normally. Lead capped on (B)(6) 2015.